Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and nine inappropriate shocks for atrial fibrillation (af) with rapid ventricular response also, some atrial undersensing was noted. This patient has a history of inappropriate shocks and the therapy was exhausted. Furthermore, the patient has been sent to the hospital and the physician made a decision that control medication was required for this patient. At this time, this ICD remains in service and there were no additional adverse patient effects reported.